Event description:
A malfunction was reported with the insulin pump. The customer's blood glucose level reached 16.3 mmol/l, which is noted but within a reasonable range. To resolve the issue, technical support arranged to replace the faulty pump, ensuring no interruption in insulin delivery by instructing the customer to use multiple daily injections as a backup therapy. The customer was also guided to return the malfunctioning pump to tandem using a pre-paid label, following instructions on putting the pump into storage mode.